Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event might have been caused by the following mechanism. Compression stress applied to the insertion section or stress applied when the insertion section was forcibly straightened from bending status, the a-wire (angle) inside the control section was loosened. The a-wire inside the control section was loosened, the wire stopper was detached from the wire stopper retainer. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation that the flex video scope bending section cannot be controlled at all. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.